Manufacturer narrative:
The device history record for lot 30333138 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 09 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported a fast flow condition involving an elastomeric infusion pump used to administer fluorouracil as part of a folfox protocol. The infusion pump was intended to deliver therapy over 46 hours; however, the patient returned approximately three hours earlier than expected and the pump was already empty. No signs of drug extravasation were reported. No patient injury or medical intervention was reported.